Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One photograph of an 18ga nexiva unit was provided for investigation. The photo displayed the IV catheter with evidence of use. What appeared to be blood was leaking from between the septum and the catheter adapter, which was consistent with septum and canister damage due to misalignment. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: our birthing unit staff was using this i.v for insertion on january 9th around 1800hrs and found that the i.v was faulty / having issues. The i.v started to leak out of the post nearest to the insertion site - I have attached an additional photo with the circled part showing where the blood was leaking out of the i.v. No impact to patient or user.